Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of hospitalization for high blood glucose level of an unknown level and diabetic ketoacidosis. Troubleshooting found that the customer's doctor wants to have the pump tested. The call was disconnected at this point and troubleshooting called the customer back but there was no answer. There was no further information provided by the customer or by troubleshooting.